Event description:
It was reported that a user ate without announcing the meal to the ilet, and subsequently experienced rising glucose levels up to 257 mg/dl; this represented an improper or incorrect use procedure related to the user interface, and the user was advised not to announce late to avoid insulin stacking while the ilet corrected. Symptoms included tiredness consistent with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.